Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump keypad was unresponsive. The blood glucose was not provided at the time of the incident. The customer stated that the keypad was damaged. As well. No further information was given. Insulin pump will not return for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on insulin pump was locked properly during visual inspection. Insulin pump received with cracked select button keypad overlay and serial number label missing. (B)(4).